Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Patient undergone partial capsulectomy. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6b, h6

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on may 27, 2025 with lot number: 3302286. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observed. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". This record is for a right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. Device remains implanted.